Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve dislodged which caused mild paravalvular leak (pvl) from the side of the skirt. The physician reported that due to little calcification, the valve was not anchored securely. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, reducing the pvl to trace-mild. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the first valve was implanted at a shallow depth with moderate paravalvular leak (pvl) noted. Since the physician was concerned about interference with the mitral valve, prior to implanting a second valve, an attempt was made to snare the valve up but was unsuccessful. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.